Event description:
It was reported that lap-band device was removed, due to a suspected leak.

Manufacturer narrative:
Taper ii: allergan has received the product however, the analysis has not been completed at this time. No additional information has been reported to allergan regarding the serial number. Device labeling addresses the possible outcome of leakage as follows: "deflation of the band may occur due to leakage from the band, the port or connector tubing."